Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak and reported patient effects cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of death, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion with heavy calcification in the circumflex artery. During the procedure, a perforation was observed which required the use of a graftmaster stent. The graftmaster was implanted without difficulties, but did not seal the perforation. Pericardiocentesis was performed prior to the patient undergoing emergency open heart surgery to treat the perforation. The patient developed cardiogenic shock and died. Reportedly, the cause of death was due to symptoms of cardiogenic shock. No additional information was provided.